Event description:
Sorin group (B)(4) received a report that there was an intermittent error displayed on the heater-cooler during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was an intermittent error displayed on the heater-cooler during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was an intermittent error displayed on the heater-cooler during set up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the issue and found a loose wire on the temperature probe. The reported issue could be solved by re-connecting of the loose wire. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. No trend has been identified. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Resolved on site by sorin service rep.